Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer was recently hospitalized due to diabetic ketoacidosis. Caller stated that the customer had a blood glucose level of 1,178 mg/dl and was taken to the emergency room. Blood glucose level at the time of admission was 800 mg/dl. The customer was wearing the insulin pump at the time of admission. The device was not replaced or returned for analysis.